Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. Reportedly, the customer was not removing residual air from the cartridges. During troubleshooting with tandem technical support, it was confirmed that the customer was able to load the cartridges and successfully resume insulin therapy. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.